Manufacturer narrative:
Cooks medical evaluation confirmed the complaint. The product was returned in a used condition in a ziploc bag. A yellow / brown substance was inside the balloon material with black substances around the distal tip. Function testing was performed by injecting water into the inflation port revealing a stream of water coming from the distal balloon cuff.

Event description:
Information was received indicating that a balloon to a smiths medical cooks enteral feeding tube would not hold the saline that was inserted. Five days following placement of feeding tube the balloon was found to be deflated and was subsequently replaced.